Event description:
It was reported that the right ventricular lead had a possible lead fracture. The lead was explanted and replaced. It was also reported that the patient felt their device was not functioning as expected. They stated that their "heart would beat and beat" and they also had episodes of syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a possible lead fracture. The lead was explanted and replaced. It was also reported that the patient felt their device was not functioning as expected. They stated that their "heart would beat and beat" and they also had episodes of syncope. The device was explanted and replaced. It was further reported that the patient experienced irregular palpitations, dizziness and lightheadedness. The right ventricular lead also had loss of capture and low resistance. It was also reported that the right ventricular lead had high pacing thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed. Analysis revealed an inner insulation breached due to metal induced oxidation (mio). There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor was distorted. There was metal induced oxidation on the inner and outer insulation and cosmetic environmental stress cracking and a cosmetic depression of the outer insulation. (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed. Analysis revealed an inner insulation breached due to metal induced oxidation (mio). There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor was distorted. There was metal induced oxidation on the inner and outer insulation and cosmetic environmental stress cracking and a cosmetic depression of the outer insulation. (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular lead had a possible lead fracture. The lead was explanted and replaced. It was also reported that the patient felt their device was not functioning as expected. They stated that their "heart would beat and beat" and they also had episodes of syncope. The device was explanted and replaced. It was further reported that the patient experienced irregular palpitations, dizziness and lightheadedness. The right ventricular lead also had loss of capture and low resistance. No further patient complications have been reported as a result of this event.